Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.